Event description:
It was reported that the user experienced recurrent overnight low blood glucose last recorded at 50 mg/dl between late evening and early morning, including a documented value of 50 mg/dl that was treated with oral fast-acting carbohydrates; a caregiver asked about changing cgm targets and was directed to consult with a clinician. Customer care provided support that included review of synchronized device data and the case was assigned for additional training. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device malfunction identified based on available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included correction of low glucose with oral carbohydrates and no reported escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.